Event description:
This event was originally reported to the FDA on 06/26/2023. On 11/15/2022 cardioquip (cq) service was notified via email that the internal tubing of the facility's devices has brown discoloration present around the hose clamps. An internal water pathway replacement was recommended by cq director of operations/epidemiologist, and the customer requested a quote be sent for all full-size devices to address the issue. No patient involvement was reported. On 11/16/2023 a cq technician notified cq service that the internal tubing of this device was suspect for potential contamination again during an on-site inspection. Hpc testing is recommended due to discoloration within the water pathway. On 05/28/2024, cq received hpc test results which were outside of cardioquip specifications.

Manufacturer narrative:
In 2022 a cardioquip (cq) customer requested a quote for an internal water pathway replacement (iwpr) as they were concerned their device was contaminated due to the discoloration of the devices tubing. Cq sent a quote for an iwpr to the customer via email on 11/28/2022, the customer never responded to this recommendation. On 11/16/2023, a cq technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Eventually, the customer agreed to test their device. On 05/28/2024 cq received hpc test results for this device which were outside of cq specifications. Cq recommended the device receive an iwpr to remediate contamination. The customer sent the device to cq for repair. The device was returned to specification via iwpr. Following the repair, the device passed inspection and is fully functional.

Event description:
Cardioquip service was notified via email that the internal tubing of the facility's devices has brown discoloration present around the hose clamps. An internal water pathway replacement was recommended by director of operations/epidemiologist, and the customer requested a quote be sent for all full-size devices to address the issue

Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. Cardioquip notified the customer of the potential contamination and provided a quote for the repair via email on 11/28/2022. As of the date of this report, there has been no response to the recommendation of repair.